Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump buttons were not responding, was alarming button error and customer was unable to clear the alarm. No blood glucose values provided at the time of the call. Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive act buttons due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.